Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during the cataract with intraocular lens implant (iol) surgery, during quadrant mode , phacoemulsification (phaco) tip did not emulsify or aspirate any of the nucleus. The surgeon had to flush the phacoemulsification handpiece, but still did not resolve the issue. Cassette was primed and tuned over and again, but the issue persisted and did not want to continue with the same cassette because the cumulative dissipated energy (cde) was getting high and also area looked cloudy. The surgery was completed after replacing the product with another one. There was no impact to the patient. This report pertains to the handpiece involved for this complaint.